Event description:
Customer reportedly had low blood glucose symptoms and tested hi on the device. The paramedics were called and tested customer at ~30mg/dl and administered a glucose IV. No timeframe between results provided by customer. Customer was using expired strips at the time of testing. No quality controls were used. Requested return of suspect device and replacement was sent.